Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that customer was hospitalized due to low blood glucose on (B)(6) 2019 with blood glucose of 55 mg/dl. The customer's mother reported that customer experienced low blood glucose and insulin pump allege over delivery. The customer blood glucose level was 45 mg/dl at the time of incident. Customer was using insulin pump system within 48 hours of reported low blood glucose event. The customer's mother did not provide any symptoms regarding to low blood glucose episode. The customer was treated with carbohydrates and glucagon. The customer was wearing the insulin pump during the hospitalization. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and delivery accuracy test at 0.08730 inches. No over delivery anomaly or under delivery anomaly noted. The stop (idle) current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and unexpected restart error test. Device uploaded properly using carelink. Device had scratched reservoir tube window. The insulin pump trace history download lists the 4.0 unit boluses programmed and delivered, and the pump suspended/pump unsuspended on 05/19/2019. The button event file was overwritten. Unable to verify if the customer manually programmed/delivered the 4.0 unit boluses or activated/deactivated the insulin pump suspend feature. However the unit was programmed with multiple test boluses and monitored. All boluses delivered properly and was recorded in the bolus history screen. No bolus anomaly noted. The insulin pump suspend feature functions properly during testing. (B)(4).